Event description:
The facility reports after bathing the pt, the care assistant swung the hoist away from the bath and lowered it. The pt was being assisted off the hoist when the chair unit twisted and became detached from the hoist. No physical injuries were reported, but the pt was startled.